Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in poland. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had wrist fracture surgery using a plate system. The patient developed progressively worsening allergic symptoms soon after implantation, beginning with localized swelling and later spreading throughout the body as chronic rash, itching, and recurrent swelling. Allergy testing confirmed sensitivities to nickel and cobalt, raising concerns about potential trace elements in the implant materials. Due to persistent systemic symptoms unresponsive to antihistamines, the treating physician recommended implant removal, but this cannot be performed safely without the manufacturer¿s detailed documentation. The absence of this information has prolonged the patient¿s condition and delayed necessary treatment. It was reported that no further information is available.